Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as poor technique. The patient went to the emergency room and received intravenous vancomycin (dose and frequency not reported) for peritonitis. The patient was not admitted and sent home that same day. The following day the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. On an unknown date, the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.